Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. The patient has history of hypertension and atrial fibrilation. The patient called medtronic and reported that the stent grafts were explanted due to an endoleak. The operative report provided by the patient documented that during the explant procedure it was noted that the aneurysm was large. The report also confirmed there was no type 1 endoleak present from the proximal or distal connections and there were two large lumbar arteries filling the aneurysm sac and bleeding actively. A conventional graft was successfully sewn to the aorta. The patient was discharged after 2 weeks. The stent grafts were not returned to medtronic.